Event description:
In 2008, screening mammogram with suggestion of possible implant weakening/intracapsular rupture. Approximately 2 weeks later, pt underwent bilateral implant removal - no rupture both implants removed intact evidence of silicone bleed. No implant replacement.